Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range shocking impedance measurements (>125 ohms). There has been no intervention at this time. The system remains in service. No adverse patient effects were reported.